Event description:
The report states "failed leak test- potential rupture". The report further states that "patient was having multiple helium loss 2 alarms x9, from 605 to 650, prior to being connected. [User] checked all connections, they were tight and secure, the patient had a 40cc ec iabc (gs40886). Waveforms appropriate upon connection, 2 more alarms went off when connected, both helium loss 2. Decided to do a leak test, this indicated a potential issue on the catheter end. Discussed with [the user] this could be a potential rupture and to contact her providers to discuss removal and/or replacement depending on their plan of care". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Other remarks: n/a corrected data: n/a.

Manufacturer narrative:
Qn# (B)(4). The reported complaint of "failed leak test - potential rupture" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported c omplaint will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.

Event description:
The report states "failed leak test- potential rupture". The report further states that "patient was having multiple helium loss 2 alarms x9, from 605 to 650, prior to being connected. [User] checked all connections, they were tight and secure, the patient had a 40cc ec iabc (gs40886). Waveforms appropriate upon connection, 2 more alarms went off when connected, both helium loss 2. Decided to do a leak test, this indicated a potential issue on the catheter end. Discussed with [the user] this could be a potential rupture and to contact her providers to discuss removal and/or replacement depending on their plan of care". No patient harm or injury. The patient status is reported as "fine".